Event description:
Procedure: sigmoid resection. The instrument did not staple. The surgeon took another stapler and loaded another sulu, and exactly the same incident occurred. The colon was cut and opened. At this moment, without sigmoid stapling, it was impossible to carry out the anastomosis with a pceea. A formal laparotomy was performed. Patient status fine.